Event description:
It was reported that the patient present for an initial implant of an atrial leadless pacemaker (alp) on 06 may 2026. During the procedure, it was noted the alp dislodged post tether-mode and embolized to left ventriculi (lv). The alp was retrieved and the physician elected to implant a ventricular device only. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer and inner helix length were within specifications. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information received indicated the implant access site used was the femoral artery. Fluoroscopy was used to confirm the dislodgement.